Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer was experiencing high blood glucose and is not sure of the reason. The customer¿s blood glucose was 518 mg/dl. The customer declined high blood glucose because she stated that she will treating with a manual injection. The insulin pump is not being returned for analysis.